Event description:
Received several orders of otc items from (B)(6) in april. Upon opening the items each of them had a noxious smell. Consumption of these otc items resulted in headache, abdominal pain (possibly liver), lower back pain (possibly kidneys), and generalized pain and discomfort. The eye drops also resulted in a burning sensation. Due to the large list I am unable to add all the products but they are listed below: all of these items appeared to have been contaminated, shipped from (B)(6) otc: pain reliever tab plus, gnp eye drop sol 0.05%op, biotin gummies, calcium citrate+vitamin d, sentry multivit/mineral suppl, eye care vitamins, ferrous sulfate 5gr tab, folic acid 800 mcg, glucosamine chondroitin triple st, gummy vitamin c 250mg, liquid iron 220mg/5ml, magnesium oxide 400mg, omega-3 fish oil 1000 mg softgels, one a day women's multivitamin, msm 1000mg, rena-vite vitamins, urinary pain relief tabs, bladder control pads, gnp all day tab allergy, daytime pe cough and cold, mucus relief tab 400mg, loratadine tab 10mg, coenzyme q-10 100 mg softgels, omega-3 fish oil 1000 mg softgels, vitamin d 50 b-complex with b-12, naproxen 220mg tab, aspirin ec tab 325mg, ibuprofen tab 200mg, gummy vitamin c 250mg, vitamin-c 500mg, folic acid 800 mcg, potassium gluconate 595mg.